Event description:
Report stated "nose bleed noted after use of inca prongs with bcpap of 6l," "ongoing throughout unit." Ref. (B)(4).

Manufacturer narrative:
Investigation: distribution history: the complaint product was manufactured at csi. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective action: complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Report stated "nose bleed noted after use of inca prongs with bcpap of 6l.-ongoing throughout unit." Ref e-complaint-(B)(4). Inca 10-5f complete set eo 44-2710 e-complaint-(B)(4).